Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the ostium of the left anterior descending artery. A 3.50 x 28mm synergy stent was advanced and implanted in the lesion. Angiography was performed post stent implantation however it was noted that the stent had concertinaed approximately 2-3mm at the ostium, possibly due to interaction with the guide catheter. No further intervention was performed to correct the stent deformation and the procedure was completed. No patient complications were reported and the patient's status was stable.